Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified numerous kinks throughout the shaft of the device. Functional testing was performed by placing the device in the console. The testing was started; however, the ¿check catheter for kinks¿ error was displayed on the screen and there was a leak in the shaft at a severe kink 5mm distal of the strain relief. The shaft was microscopically inspected and the pebax shaft over the spiral shaft had a hole causing the leak. The shaft was cut here to check the hypotube for any damage to cause the error message; however, there was only a slight kink in the hypotube that would not have caused the error message. The tip was dismantled to review the jet holes. The jet holes were microscopically examined and it was found that there was a jet hole that was plugged. Because there was no evidence of any product quality deficiencies, it was considered likely that the additional damage was attributable to handling of the device. The angiojet device was sent to mtac for further testing on the plugged jet. Mtac found that the sample spectrum collected of the foreign material observed in the jet hole and outer diameter of the jet hole appear similar to a reference spectrum of protein as they exhibit peak maxima at approximately the same wavenumbers. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported during the procedure an error message occurred. A spiroflex angiojet thrombectomy set was being used in the coronary arteries. The catheter was advanced to the treatment site and aspiration started. During aspiration, an error message occurred that said the catheter was kinked. It was noted the catheter was not actually kinked. The device was taken out and put back in, the staff tried it again and it still said that the catheter was kinked so the device was removed from the patient and replaced with a new catheter. The procedure was completed successfully with no patient complications reported.